Event description:
Product not sealed properly, packages opened.

Manufacturer narrative:
Submission of this report does not represent a conclusion or admission by vascular solution, inc. That the content of this report is complete or accurate, or that the device failed or malfunctioned in any manner that the device caused or contributed to a death or serious injury of any person.